Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition. No intervention was performed, and the patient was stable.